Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer says the hi/lo motor has no functions at all. MDR filed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3003433498-2013-00101, indicting the date of this report as (B)(4) 2013 when the correct date is (B)(4) 2013. The date received by manufacturer was omitted, actual date was (B)(4) 2013. (B)(4).